Event description:
The patient was undergoing a coil embolization procedure in the external iliac artery using a packing coil xl and a non-penumbra angled diagnostic catheter. While repositioning the packing coil xl, the physician experienced resistance, and the packing coil xl could not advance or retract. While removing the packing coil xl, it became damaged but remained intact to its pusher assembly. The physician continued to pull the packing coil xl with force and kinked the pusher assembly causing the embolization coil to detach outside of the catheter. The embolization coil could not be retracted from the catheter and was removed using a snare device. No material of the embolization coil was left in the patient¿s body. The procedure was completed using a ruby coil and a microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.